Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her right fallopian tube"), uterine perforation ("right essure micro-insert had perforated the wall of uterus") and haemorrhagic anaemia ("anemia iron deficiency due to prolonged menses") in a 35-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anal fissure on (B)(6) 2009. Previously administered products included for contraception: ortho tri-cyclen. Concurrent conditions included hemorrhoids and post-traumatic stress disorder. Concomitant products included cardiovascular system drugs (blood pressure medication (nos)) since (B)(6) 2008, cilest (ortho tri-cyclen) since 2016 to (B)(6) 2017, escitalopram oxalate (lexapro) since 2005 and eugynon (seasonique) since 2016 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections/ vaginal infection"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and complication of device insertion ("complication of device insertion"). In (B)(6) 2017, the patient experienced iron deficiency anaemia ("anemia/ anemia iron deficiency due to prolonged"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("right essure micro-insert had migrated into her uterus/migration of essure found in uterus"), dental caries ("tooth decay"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ sever abdominal cramping"), back pain ("severe, lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal bleeding (menorrhagia)"), arthralgia ("severe joint pain"), headache ("worsening of her headaches/head pain"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), thyroid mass ("large nodules on thyroid"), haemorrhagic anaemia (seriousness criterion medically significant), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with pamprin, ibuprofen (advil), dicycloverine hydrochloride (bentyl), surgery (underwent a total hysterectomy and bilateral salpingectomy (removal of fallopian tubes)) and surgery (underwent a total hysterectomy and bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, abdominal pain lower, menorrhagia, headache, vaginal infection, dyspareunia, iron deficiency anaemia, vaginal haemorrhage, thyroid mass, haemorrhagic anaemia, uterine pain and vulvovaginal pain had resolved, the device expulsion, dental caries, menstrual disorder, back pain, arthralgia, fatigue, weight increased and abdominal pain was resolving and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, complication of device insertion, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, headache, iron deficiency anaemia, menorrhagia, menstrual disorder, thyroid mass, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff met with the physician to discuss her recent hospitalization. In light of her continued symptoms and the conclusions of her recent imaging, the physician recommended to plaintiff that she have surgery to remove the essure micro-inserts. More specifically, on (B)(6) 2017, plaintiff was admitted to the emergency department for severe pelvic and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes; on (B)(6) 2010: confirmed full occlusions of both fallopian tubes on (B)(6) 2017, computerised tomogram revealed that the right essure micro-insert had migrated and had perforated the wall of the uterus and right fallopian tube. A pelvic ultrasound further confirmed that the right essure micro-insert had migrated into her uterus. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), anemia iron deficiency due to prolonged menses, uterine pain, vaginal pain, complication of device insertion and large nodules on thyroid. Event outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her right fallopian tube"), uterine perforation ("right essure micro-insert had perforated the wall of uterus /essure implant has migrated into the lining of uterus/ r insert is perpendicularly through uterine wall") and haemorrhagic anaemia ("anemia iron deficiency due to prolonged menses") in a 35-year-old female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anal fissure on (B)(6) 2009. Previously administered products included for contraception: ortho tri-cyclen. Concurrent conditions included hemorrhoids and post-traumatic stress disorder. Concomitant products included cardiovascular system drugs (blood pressure medication (nos)) since (B)(6) 2008, cilest (ortho tri-cyclen) since 2016 to april 2017, escitalopram oxalate (lexapro) since 2005 and eugynon (seasonique) since 2016 to april 2017. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), vaginal infection ("chronic vaginal infections/ vaginal infection"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and complication of device insertion ("complication of device insertion"). In (B)(6) 2017, the patient experienced iron deficiency anaemia ("anemia/ anemia iron deficiency due to prolonged"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("right essure micro-insert had migrated into her uterus/migration of essure found in uterus"), dental caries ("tooth decay"), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/ sever abdominal cramping"), back pain ("severe, lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal bleeding (menorrhagia)"), arthralgia ("severe joint pain"), headache ("worsening of her headaches/head pain"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), thyroid mass ("large nodules on thyroid"), haemorrhagic anaemia (seriousness criterion medically significant), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with pamprin, ibuprofen (advil), dicycloverine hydrochloride (bentyl), surgery (underwent a total hysterectomy and bilateral salpingectomy (removal of fallopian tubes)) and surgery (underwent a total hysterectomy and bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, abdominal pain lower, menorrhagia, headache, vaginal infection, dyspareunia, iron deficiency anaemia, vaginal haemorrhage, thyroid mass, haemorrhagic anaemia, uterine pain and vulvovaginal pain had resolved, the device expulsion, dental caries, menstrual disorder, back pain, arthralgia, fatigue, weight increased and abdominal pain was resolving and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, complication of device insertion, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, headache, iron deficiency anaemia, menorrhagia, menstrual disorder, thyroid mass, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff met with the physician to discuss her recent hospitalization. In light of her continued symptoms and the conclusions of her recent imaging, the physician recommended to plaintiff that she have surgery to remove the essure micro-inserts. More specifically, on (B)(6) 2017, plaintiff was admitted to the emergency department for severe pelvic and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes; on (B)(6) 2010: confirmed full occlusions of both fallopian tubes on (B)(6) 2017, computerised tomogram revealed that the right essure micro-insert had migrated and had perforated the wall of the uterus and right fallopian tube. A pelvic ultrasound further confirmed that the right essure micro-insert had migrated into her uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure micro-insert had perforated her right fallopian tube") and uterine perforation ("right essure micro-insert had perforated the wall of uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("right essure micro-insert had migrated into her uterus"), dental caries ("tooth decay"), menstrual disorder ("abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping, even when not menstruating"), back pain ("severe, lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), arthralgia ("severe joint pain"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, dental caries, menstrual disorder, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, arthralgia, headache, vaginal infection, dyspareunia, fatigue, weight increased, anaemia and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, arthralgia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff met with dr. (B)(6) to discuss her recent hospitalization. In light of her continued symptoms and the conclusions of her recent imaging, dr. (B)(6) recommended to plaintiff that she have surgery to remove the essure micro-inserts. More specifically, on (B)(6) 2017, plaintiff was admitted to the emergency department for severe pelvic and abdominal pain. Since her removal surgery, mrs. (B)(6) symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes on (B)(6) 2017, computerised tomogram revealed that the right essure micro-insert had migrated and had perforated the wall of the uterus and right fallopian tube. A pelvic ultrasound further confirmed that the right essure micro-insert had migrated into her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.